Event description:
It was reported that the patient presented with apparent early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Approaching elective replacement indicator was noted as the weekly battery voltage trend data in save to disk file still shows minimum battery was 2.93 to 2.71 volts between (B)(4) 2012 is before device recommended replacement time at <= 2.61 volt.